Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel it was reported that they needed help resetting the program for their ins. The patient said they were done with 1 through 7 and program c and d. The patient said that when they went in and changed the program, they were only seeing program 1 through 7, and programs a, b, c, and d were missing. The agent had the patient connect to their ins and confirmed they could only see program 1 through 7 and no option to scroll down. The patient said that they were on program d 1.2 and they felt a lot of vibration. The patient said they needed to try another program a b and c. The patient was redirected to their hcp to redo the programming, but the patient got upset as they already had an appointment that was delayed once and their next appointment was set for october. The patient said it was just that day they noticed that the program was missing. The patient said they were told to stay in the program for a month, and they did tha t, and now  they needed to change it because they had an appointment and they needed to give it a week for each program because they needed to know if they were getting any relief on this thing or , and they still could not get more than 2 hours of sleep at night and they were very frustrated with the whole thing. Patient said they should not have to wait for another person to come from the company and fix it. The agent informed me they would send notice to the mdt rep to contact them. Patient said they were very unhappy. .